Event description:
The report was placed for chemotherapy. It was reported that the problem with the port was discovered when the pt felt pain. When the port was removed, the septum was found to be dislodged.